Manufacturer narrative:
The hill-rom tech replaced the head solenoid valve to repair the bed.

Event description:
Info received indicates the head section will drift down after the head up switch is released.